Event description:
It was reported that the device no longer provided benefit and was explanted on (B)(6) 2013. It was reported that there was no patient injury and the patient recovered without sequela. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis for ins (B)(4) revealed no anomaly found. Final device analysis for extension (B)(4) revealed no significant anomaly. The extension body was cut thru, product segmented. Final device analysis for extension (B)(4) revealed no significant anomaly. The extension body was cut thru, product segmented. Final device analysis for lead (B)(4) revealed the distal end conductor was broken. The #0 and #4 conductors were broken at their respective electrode weld sites 0.4cm from the distal end. Final device analysis for lead (B)(4) revealed no significant anomaly. The body was cut thru, product segmented. (B)(4).

Manufacturer narrative:
Product ID 3708240 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708240 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3998 lot# va06td6; product type lead product ID 3998 lot# va06td6; product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.